Event description:
It was reported that this was a venous closure of the right common femoral vein using two proglide devices relative an ablation procedure. Reportedly, the first proglide suture was placed. A second proglide device was being removed when it became entrapped in the suture of the first proglide. The catheter portion [sheath] of the device broke off from the footplate and remained in the vessel. The device, however, was removed from the vessel. After the suture of the first proglide device was cut, the sheath of the second device was able to be removed. A mild delay was reported. An unspecified method was used to achieve hemostasis. Subsequent to the previously filed report, the following information was received: reportedly, the first proglide suture was placed in the distal access site after 12f sheath use. A second proglide device, in the proximal access site after 8f sheath use, was being removed when it became entrapped in the suture of the first proglide. Manual compression was used to achieve hemostasis at both access sites. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed. Device damaged by another device and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using two proglide devices relative to an ablation procedure. Reportedly, the first proglide suture was placed. A second proglide device was being removed when it became entrapped in the suture of the first proglide. The catheter portion [sheath] of the device broke off from the footplate and remained in the vessel. The device, however, was removed from the vessel. After the suture of the first proglide device was cut, the sheath of the second device was able to be removed. There was a delay which was not clinically significant. Manual compression achieved hemostasis in both access sites. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.